Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for urinary /bowel dysfunction, urge incontinence it was reported that for about the last three weeks, their bladder had been "acting crazy right now" and that sometimes they could not even use the bathroom or pee at all. Patient also stated that since about 3 weeks ago, the implant site had felt warm to the touch where the incisions were and where the implant was itself. The patient stated they thought it had something to do with the fact that their bladder had been acting crazy and as their controller had been missing for maybe about 3 weeks, they couldn't turn the stimulation up or down because they didn't have the controller. Patient stated they just went to their managing health care provider (hcp) office the other day and the hcp told them to call the manufacturer company to get a replacement. Patient services reviewed lost/stolen process with the patient and provided the patient with the contact information for the lost/stolen vendor. The patient was redirected to follow up with their healthcare provider to further address their symptom concerns. Patient to order a replacement programmer and follow up with their hcp. 2 call recordings. [See gen for rule out of lost device].